Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that repair of defibrillator ¿ faulty. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the defibrillator was damaged and required repair. The good faith effort (gfe) process clarified the customer reported the battery won't charge. An analysis was performed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.